Event description:
It was reported that a nurse "did not hear the unit when [a] patient fell down" and the patient "suffered an abrasion on [the] head." Per the facility the batteries were changed, and the alarm was "very quiet even with [the volume] turned up."

Manufacturer narrative:
It was reported that a nurse "did not hear the unit when [a] patient fell down" and the patient "suffered an abrasion on [the] head." Per the facility the batteries were changed, and the alarm was "very quiet even with [the volume] turned up." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.